Event description:
I went to hang a 2g magnesium supplement ivpb, which is to run over 2 hours (25 ml/hr). When I went to start the infusion I noticed the secondary chamber on the tubing was dripping far too fast to be the correct rate. I clamped the tubing going to the patient and grabbed a new set of secondary tubing a new bag of magnesium. I went to start this process over and noticed it was doing the same thing. I called my charge rn to take a look at the set-up and see what she thought. She also agreed that the rate of the magnesium was dripping far too fast to be 25 ml/hr but that the set-up was correct. The pt did not receive any of this magnesium and it was clamped off to the pt below the pump. I then decided to take the whole tubing set up down. The primary tubing had been changed earlier in the day by the rn before me. I went and got brand new primary and secondary tubing as well as a new bag of 2g magnesium. When I went to start the infusion this time it worked as it should. This made me to believe that the primary tubing was faulty that I tried to 2 previous infusions on. If I had walked away after hanging the magnesium ivpb the first two times it would have gotten to the patient far too quickly. It is now running on the new tubing set up and running at the appropriate rate of 25 ml/hr.